Manufacturer narrative:
Concomitant medical products: dtmb1d1 crt-d, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) during a device changeout procedure. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.